Event description:
It was reported that a patient experienced a ventricular tachycardia. During a pulsed field ablation (pfa) procedure a farawave nav catheter was used to perform an atrial fibrillation ablation. There was difficulties accessing the right groin with the faradrive sheath. The wire was pulled accidentally when inserting the sheath. At the end of the procedure, when the patient was being moved off the bed a bleeding issue was noticed and a femstop was used to solve the issue. Then, the patient had a ventricular tachycardia and needed cardiopulmonary resuscitation (CPR) and cardioversion. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field h6 patient codes: hemorrhage/blood loss/bleeding e0506 added.

Event description:
It was reported that a patient experienced a ventricular tachycardia. During a pulsed field ablation (pfa) procedure a farawave nav catheter was used to perform an atrial fibrillation ablation. There was difficulties accessing the right groin with the faradrive sheath. The wire was pulled accidentally when inserting the sheath. At the end of the procedure, when the patient was being moved off the bed a bleeding issue was noticed and a femstop was used to solve the issue. Then, the patient had a ventricular tachycardia and needed cardiopulmonary resuscitation (CPR) and cardioversion. No further information is available.